Event description:
During a follow-up in clinic, a high capture threshold was noted on the left ventricular (lv) lead due to confirmed dislodgement. The lv lead was explanted and replaced. The patient was stable.